Event description:
It was reported that the insulin pump experienced off no power and did not turn on with the insertion of a new battery. Insulin pump also alarmed empty reservoir when the reservoir still had insulin. It was also mentioned that the customer was hospitalized due to this issue. Customer's blood glucose reading at the time of the call was 19 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.